Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing prior to use, sterile water leaked from the funnel of the foley catheter.

Manufacturer narrative:
The reported even was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2610. Visual inspection noted the catheter balloon was asymmetrical (80:20) as compared to attachment 1 of (B)(4) (rev 3). Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only two (2) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The reported event was unconfirmed; however, a new record has been created to address the asymmetrical ballon issue and another record related for complaint against the syringe. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed a labeling review is not required. The DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing prior to use, sterile water leaked from the funnel of the foley catheter. Per notification from ucc on 17dec2025, it was reported that catheter balloon was asymmetrical 80:20 was found during sample evaluation on (B)(6) 2025. Per notification from ucc on 17dec2025, it was reported that catheter balloon deflated passively and only 2ml could be withdrawn with the returned syringe was found during sample evaluation on 23oct2025.

Manufacturer narrative:
The reported even was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2610. Visual inspection noted the catheter balloon was asymmetrical (80:20) as compared to attachment. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only two (2) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The reported event was unconfirmed; however, a new record has been created to address the asymmetrical ballon issue and related for complaint against the syringe. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing prior to use, sterile water leaked from the funnel of the foley catheter. Per notification from ucc on 17dec2025, it was reported that catheter balloon was asymmetrical 80:20 was found during sample evaluation on 23oct2025. Per notification from ucc on 17dec2025, it was reported that catheter balloon deflated passively and only 2ml could be withdrawn with the returned syringe was found during sample evaluation on 23oct2025.